Manufacturer narrative:
Height: 49cm. Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the reservoir we have carried out penetrability tests. These tests are carried out at a hydrostatic high of 30 cmh2o in horizontal direction of flow. Results: no significant deformations or damage of the valves were detected during the visual inspection. However, deposits have been detected inside the reservoir. Next, we tested the permeability of the reservoir and the catheters. By pumping and draining liquid it was checked whether the reservoir is permeable. The test result shows that the reservoir has filled with liquid and drained it via the peritoneal catheter. Based on our investigation, we are unable to substantiate the claim of a blockage. The reservoir has drained the fluid and operates within the specified tolerances. We suspect that the deposits found inside the reservoir may have led to the functional impairment in the past. We can exclude a defect at the time of release. The paedisprungreservoir met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was an issue with the a paedi sprung reservoir. It was reported that the paedi sprung reservoir is blocked. The paedi sprung reservoir was explanted. The patient is a former premature baby (ex preterm birth 24 +4 week of pregnancy). Implanted at right frontal scale. Additional information was not provided.